Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, significantly decrease in r-wave sensing, high capture threshold, and decreased pacing lead impedance were observed. During the lead revision procedure, the lead was found to have dislodged. The lead was explanted and replaced. There were no complications and the patients condition was good.